Manufacturer narrative:
Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. B.3: date of event: the date of the event/study is not known. D.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. E.1: information such as initial reporter facility name, address, city, state, name, phone, and email address are not available / reported. H.4: the device manufacture date is not known as the product lot number of the device is not available / not reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model, and catalog number are not available, but the suspected mentor device is possibly associated with reported adverse events: unknown mentor. This quarterly report captures all the data (including patient demographics, patient medical history, procedural information, device information, and re-operation information) submitted to the national breast implant registry (nbir) from october 1, 2023, through december 31, 2023. The tables labeled ¿re-operation information¿ (pg. 25-27) indicate reasons, complications, device problems, and patient requests that lead to re-operations involving mentor implants vs non-mentor implants from october 1, 2023, through december 31, 2023. Adverse event(s) reported for mentor implants associated with re-operation from april 1, 2023, through june 30, 2023: (B)(4): qty unk: capsular contracture (80.70%). Qty unk: hematoma (5.26%). Qty unk: infection (5.26%). Qty unk: seroma (1.75%). Qty unk: skin necrosis (1.75%). Qty unk: wound problems (5.26%). Qty unk: device migration/malposition (31.71%). Qty unk: suspected/actual rupture/deflation (52.20%). Qty unk: wrinkling/rippling (16.10%). Qty unk: need for biopsy/tumor (9.68%). Qty unk: recurrent cancer (6.45%). Qty unk: other (82.61%).